Manufacturer narrative:
(B)(4). The fsr installed a new level sensor. The unit operated to the manufacturer¿s specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device the red level sensor would not alarm on the thick side of the test device, however it did operate properly on the thin side. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the sensor to function normally. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.